Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported a dovetail issue during a procedure.

Manufacturer narrative:
A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The company representative (ar) examined the system and found the aberrometer was dropped while moving. The aberrometer was replaced. The system was then tested and met all product specifications. The root cause of the reported event is attributed to external user handling. The manufacturer internal reference number is: (B)(4).